Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary system auxiliary drawer 3.1 cubies were failed. Customer tried to reboot and recover the drawer, but issue was not resolved. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 06-DEC-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 cubies were failed. A field service engineer (FSE) investigated an issue where an auxiliary half-height drawer was not displaying pockets. The FSE opened the rear door, observed controller activity, performed a cold reboot of the device, and reinstalled the row board cable to the controller board. The FSE then restarted the station, removed and inspected all pockets and trays, and ran diagnostic tests on the drawer. The testing completed successfully, confirming that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.